Event description:
A customer obtained reproducible elevated troponin (accu tni) results, above the ami cut-off, for one patient. Subsequent testing on an alternate methodology produced results in the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
There is no indication that service was dispatched for this event. No additional information regarding this event is available. No clear root cause has been determined for this event to date. A malfunction will be assumed for the purpose of this report.